Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0nsgs, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of change of therapy. The patient had their device because of lack of control, running all the time, and the symptoms came back when their implantable neurostimulator (ins) was shut off. The other day on (B)(6) 2015, the patient must have been around something that shut it down and had symptom return. The patient was set at 2.9v and it was at 3.0v. The patient turned it to 2.9v and then it was like it was not really functioning. The patient had the therapy for bowel and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned they had an ostomy removed in march and had to turn stimulation off during the surgery. The patient would hernia repair at the end of august and this would take care of the other surgery. The patient had so many surgeries and then "this came along and it was perfect." The patient also had atrial fibrillation and took apixaban. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.